Event description:
Pt's home health nurse stated that pump is not working. Informed her that may be pump is due for maintenance. No further info reported. Serial number is unk. Unk if device malfunction happened during use, no adverse event reported from malfunction. Device is able to be returned. A new pump has been scheduled for delivery.